Event description:
Suction irrigation electrode tip fell off inside patient during a lap chole procedure. The tip was retrieved - no harm to the patient.

Manufacturer narrative:
Hospital has been contacted to get patient data, but has not yet responded. Follow-up will be continued. Device has not yet been returned.